Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that device was received with open pouch. It is unknown if the device was used in surgery. It is unknown if injury or medical intervention occurred. There is no additional info available.